Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that the last few days the battery just last about a day or so. Last night the pump shut off and they didn't know it. The customer¿s blood glucose got up to 460mg/dl something. The customer stated that time his blood glucose was like in the 100mg/dl range. Customer reviewed alarm history and found insert battery and replace battery. Customer has not received low battery alarm prior to the insert battery or replace battery alarms. Customer stated this morning is when he had blood glucose and it was 450 to 460mg/dl something. He checked it after he was not feeling well. Customer stated the last time he checked he noticed his blood glucose was around 434mg/dl and it started to come down. The customer reported that there was scratch on display and around the keypad. They were unable to troubleshoot for blank display and pump being off as the customer is no longer having that issue and it was a past event. The customer was offered to troubleshoot for high blood glucose but declined. Customer stated he treated for high blood glucose with bolus from pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump not received stuck in manufacturing mode. Unit passed displacement test. Sleep current measurement and active current measurement within specifications. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power error 25, low battery alarm and power loss alarm due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on the electrical board, the pump was monitored and functioned properly. Unit received with cracked keypad overlay at select button, cracked retainer, scratched case, minor scratched display window and keypad overlay texture damage.